Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the surgeon, it was noted that there was a "ruptured ventricle, due to calcific ventricle and aorta". The surgeon had to downsize; he explanted the 21mm and replaced it with a 19mm.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information regarding the explant was received. A device history record review is in process.